Event description:
It was reported that during an unknown procedure, took first mcl20 and it did not fire. Staples did not come out of the device. Pull another one and the same thing happen. Got a new one from a different box/lot and it worked fine. No patient consequence. All six mcl20 from first box returning.

Manufacturer narrative:
H6: no functional tests could be performed due to empty instrument. Eval summary: no conclusion could be reached based on the analysis results as to what may have caused the reported incident. The instrument was returned empty and locked out; the cartridge cover was noted to be broken. The instrument is designed to lockout when all the clips have been fired. No testing could be performed as the instrument was returned empty.